Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: syringe 50 ml black plastic particles in leur lok nozzle. Black plastic particles in leur lok nozzle. Appears to be stopper material plugging up the nozzle.

Manufacturer narrative:
H.6. Investigation summary: one sample and two photos were provided to our quality team for investigation. Upon visual inspection, a matter is observed on the syringe tip. Using magnification, the matter was identified to be burnt material from the manufacturing process. A device history review was performed for reported lot 1906210, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. Final products for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures . While we could not identify a direct issue, this incident was determined to have occurred as a result of a failure in the gas expulsion during the molding process. As a result of the failure, polypropylene particles generate and can become embedded in the barrel molding. Machine routinely undergoes proper cleaning and maintenance. Manufacturing personnel have been made notified to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence. H3 other text : see section h.10.

Event description:
It has been reported that the bd plastipak¿ luer-lok syringe has been found experiencing two occurrences of containing foreign matter before use. The following has been provided by the initial reporter: syringe 50 ml black plastic particles in leur lok nozzle black plastic particles in leur lok nozzle. Appears to be stopper material plugging up the nozzle.